Manufacturer narrative:
The customer¿s report of a cracked hub that leaked was confirmed. Visual inspection showed that the female luer had a vertical hair line crack measuring 0.483 inches long. Inspection under magnification showed no stress marks. Functional testing was performed; a leak was observed as fluid flowed through the crack. The probable cause of the component breakage was a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an extension set with a cracked hub that leak during an unspecified infusion. There was no patient harm.